Event description:
It was reported by the patient that the previously working remote monitor was no longer responding to the start button. The reset attempt by unplugging and replugging in the power cord was successful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the power supply voltage was out of specification. Due to this condition the monitor was unable to power up.

Event description:
The patient reported that the previously working remote monitor, did not power on. Set up was verified and troubleshooting steps were taken, disconnected and reconnected the power cord; which resolved the issue and the monitor powered on. A few seconds later, a manual remote transmission was successfully completed and confirmed per patient management database. The monitor remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.